Event description:
Pt was coughing and appeared to need tracheal suctioning. Appeared to be in distress. Color changed to dusky-blue with stridorous respirations. Caregivers did tracheostomy change and pt somewhat regained pink coloring, but was still in distress. 911 called and transferred to hosp via ambulance. X-ray showed object in right main stem bronchus. Trach tube cannula removed via bronchoscopy from right main stem bronchus. Caregiver states dr said no long term effects. Pt to get steroids for swelling; returned home. Hosp pathology lab to return trach tube cannula to rptr. Caregiver has rest of tube and rptr will pick up and return to MFR. Tube in question was being used for 5th time after 4 cleanings consisting of soaking in dreft, rinsing and air drying. Cleaned once per week.